Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was in use for 4 days. Tandem's technical support educated customer on cartridge labeling. Customer's blood glucose was approximately 270 mg/dl. Reportedly, the supplies were changed.